Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the ht70 plus ventilator's touchscreen display was unable to be unlocked via the lock icon. The ventilator had a continuous alert beeped after the unit was rebooted. The patient was transferred to another ventilator without any injury or harm.